Manufacturer narrative:
A review of the device history record for the manufacturing lot has not been performed due to the fact that the site has yet to provide the lal serial number. Rxsight is in the process of obtaining the lal serial number from the site. Manufacturer reference #: 1679

Event description:
The site reported that a light adjustable lens (lal) was explanted due to a nicked capsular during lal delivery. The lal was removed and a different iol (ar40e) was placed in the sulcus. An anterior vitrectomy was performed. Rxsight's first awareness of this event was on (B)(6) 2022.